Event description:
Customer alleged that the chair comes to an abrupt stop. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 8 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that the chair would come to an abrupt stop and leave her stranded and this would occur intermittently. The power chair has tilt and recline. The consumer claims that she has issues with this chair from the beginning. Invacare has replaced motors and joysticks. The dealer stated that invacare did replace all of the electronics and parts for the chair and it was almost like new, but the issue still is continuing to happen. However, the dealer was never able to duplicate the issue. The dealer offered the consumer a ranger x as a replacement. They asked her to try it out for a couple of weeks and then make a decision on swapping it out. The ranger x is a rear wheel drive. The consumer lives on farm and the ranger may be a better fit for her versus the mid-wheel drive- tdxsp. The dealer advised that they provided the consumer a replacement unit from their stock. It was a brand new unit. The tdxsp power chair is to be returned to invacare for an inspection and evaluation. There is a complaint on record for the consumer. (B)(4). In (B)(6) 2012 the consumer indicated to the chu rep that her chair was fixed and there was no further action required.